Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected after a trauma to the head. The user hit his head at the edge of his bed and felt pain afterwards at the site of the implant while wearing the audio processor. MRI and CT scans will be performed.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. Further the implant housing migrated from its intended position likely due to thin bone resulting in an insufficient fixation. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user's hearing performance with the device was affected after a head trauma occurred. The user hit his head at the edge of his bed and felt pain afterwards at the site of the implant while wearing the audio processor. The user has been re-implanted.